Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 04/12/2016. Medtronic investigation of returned suspect open spine clamp finds that the adjustment screw threads are damaged near the head of the screw. There are tool marks all around the head of the screw as well. The hex head has been rounded out. There is some debris in the threads, however, it does not appear to be causing the issue. The threads are damaged near the clamp causing the screw to seize at this point. Damaged hardware - physical damage.

Event description:
A site representative, purchasing, reported an open spine clamp that had a stripped screw head. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.